Manufacturer narrative:
Device 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1000317571. Third party manufacturing site: 3007648359.

Event description:
The product specialist, reporting on behalf of known hospital, noted that upon opening the box, the customer discovered that four pieces had incomplete seals. This caused the items to be exposed to outside air, rendering them unsterilized. Out of the five pieces in the box, only one piece remained completely sealed. The edges of the package envelope were still straight and evenly aligned, indicating no hand cutting by the customer. Additionally, the size of the envelope was consistent with that of a completely intact one. This was the second time the customer detected a similar issue from the same batch but a different box. The photographs are also available depicting the issue.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: investigation findings: root cause: human error ¿ sealing process not correctly followed during packing. Staff involved: two operators (no longer with the company), so no retraining applied. Supplier impact: not involved. Scope: no further batches or items deemed affected. Actions & resolution: affected pouches were quarantined and segregated. No rework or concession issued ¿ items were rejected. Preventative step included a prior email reminder to supervisors in march, advising operators to pay closer attention. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.